Manufacturer narrative:
Device was used for treatment, not diagnosis. Incomplete part # 04.005.5xx was provided for two (2) 5.0mm locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Retrograde antegrade femoral nail (rafn) was removed to accommodate total knee revision. Proximal locking screw broken. Broken tip of screw left in the bone. Two 5.0mm locking screws and the rafn removed. The rafn nail was removed intact. This is report of two (2) 5.0mm locking screws. This is report 1 of 1 for complaint (B)(4).